Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer states when she attempted to enter carbohydrates into insulin pump, the numbers began to scroll up. Customer's blood glucose was 202 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms, numbers scrolling up or moisture damage on electronic assembly and or motor noted. The device had cracked case at display window corner and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).